Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had early elective replacement indicator (eri). It was also reported that the left ventricular (lv) lead had high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2012. (B)(4).